Event description:
Medtronic received a report that the apollo catheter's tip did not detach. The patient was undergoing surgery for treatment of an arteriovenous malformation. It was noted the patient's  vessel tortuosity was normal. It was reported that the apollo tip did not detach when retrieving the microcatheter. The apollo catheter was between coils and hystoacryl. There was no friction or difficulty during injection. There was force applied during removal. The catheter tip is entrapped/stuck. No vasospasm occurred. There were no surgical or medicinal interventions required. This did not occur during onyx injection. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include coils and hystoacryl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.